Manufacturer narrative:
Received 5 magic3 intermittent catheters lot samples. The reported event was unconfirmed as the lot samples meet specifications and passed the lubricity test. The exterior of the samples were visually inspected and did not find any evidence of a failure that would support the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the magic 3 catheters lack lubricity. Reason for report: investigation results. Report ID number: (B)(6). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.